Event description:
The patient¿s therapy was resumed on (B)(6) 2014. On (B)(6) 2014, the patient denied sedation and the patient was ¿alert and oriented x3¿. The resolved date for the patient¿s altered mental status was changed from (B)(6) 2014.

Event description:
It was reported the patient had urinary retention and hyponatremia following their implant which caused them to be hospitalized for an extra three days. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information later received reported that at the time of the event the pump contained water.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient experienced difficulty urinating. An in-and-out urinary catheterization was done. The patient was given flomax "0.4 mg po" and the pump therapy was suspended. As of (B)(6) 2014, the patient was voiding well and the issue was resolved. The flomax "0.4 mg po" was continued at home. On (B)(6) 2014, a "push-pull procedure" was done to decrease the morphine concentration from 10mg/ml to 2mg/ml and the pump dose was increased. On (B)(6) 2014, the patient denied urinary retention. The event outcome was noted as "resolved without sequela" with a resolved date of (B)(6) 2014. The event was noted to be possibly related to the device or therapy and related to the implant procedure. The severity of the event was noted to be "moderate". On (B)(6) 2014, the patient also experienced an altered mental status in the form of drowsiness, lethargy, and confusion. The patient was given intermittent injections of narcan and pump therapy was suspended. On (B)(6) 2014, the altered mental status improved and resolved. The event outcome was reported as "resolved without sequela" with a resolved date of (B)(6) 2014. The event was noted to be related to the morphine and related to the device or therapy. The event was possibly related to the implant procedure. The severity of the event we noted to be "moderate". The device system was delivering morphine.